Event description:
The customer reported that the bottom of her insulin pump fell off, and she has it taped on. The blood glucose reading was 154mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with cracked end cap, cracked display window corners, and missing end cap sticker.